Manufacturer narrative:
(B)(4). The evaluation of the device has begun; however, has not yet been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). The reported issue of drain reading is not accurate was not confirmed in the logs and not duplicated during pal evaluation. The logs recorded the home patient (hp) had performed post therapy drain after the last fill for all therapies performed, except for the therapy performed on (B)(6) 2011. As a result hp patient was not empty for the therapy on reported date (B)(6) 2011, resulting an initial drain volume of 2369 ml, which was normal device operation to drain hp to empty. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The label review found the patient at home guide to be adequate for the use error in this incident. A cause for the reported issue of drain reading not accurate was use error-patient was not empty as reported and drained fluid from previous therapy . A service history review (shr) revealed that no issues were identified that may have contributed to the inaccurate fluid volume reading. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through a CAPA.

Manufacturer narrative:
(B)(4). This issue is not being investigation through CAPA.

Event description:
The home patient (hp) contacted baxter's technical service center to report an inaccurate drain volume reading on a homechoice (hc) machine during initial drain. The hp stated that the drain volume was 2206 ml and climbing after only 2 minutes of draining. The hp stated he got on the hc empty. The hp stated the drain volume went to 2368 ml and then moved on to day fill 1 of 2. The baxter technical service representative (tsr) advised the hp to end therapy and do manual exchange until the hc was replaced. The tsr advised the hp to call his nurse for any clinical questions. The tsr initiated a swap of the device. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.